Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and determined the results were within the acceptable ranges. There was no indication of a performance issue of reagent or instrument. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer discovered the patient's sample volume was low. It was reported the customer performed qc and the results were within the acceptable range. The customer performed reproducibility testing and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg stat results for one patient tested on a cobas e411 rack. The patient's initial hcg result was reported outside the laboratory. The initial result was questioned due to the result not matching the clinical status of the patient. The customer performed repeat testing. At 10:37, the patient's initial hcg result was 1.00 miu/ml with a data flag. At 11:56, the patient's repeat hcg result was 2782 miu/ml with a data flag. The customer determined the repeat result was correct. The hcg reagent lot number was 566671 with an expiration date of (B)(6) 2023.